Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 408 mg/dl. Customer ran high blood glucose level from the flow blocked and treated high blood glucose level with a manual injection. Customer reported insulin flow blocked alarm. They were assisted for trouble shooting and the insulin exit. Customer declined troubleshooting for high blood glucose because the auto mode feature was on. The insulin pump will not be returned for analysis. Frn-mmt 332a-rsvr, unomed set, ozp-mmt-7020a-snsr.